Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in the event will not be returned for evaluation. The complaint cannot be confirmed. Reference (B)(4).

Event description:
It was reported during the coiling treatment of a subclavian aneurysm, the embolization coil detached from the delivery pusher within the microcatheter. The coil was never advanced to the aneurysm. The entire system (catheter and coil) was removed from the patient successfully without incident. No patient injury reported.